Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a low shocking lead impedance measurement less than 20 ohms detected via the patient remote monitoring system. Additional information received indicating that the clinician still had to follow up with the physician and the patient. At this time, there is no evidence that intervention has been performed to resolve this issue. The system remains in service. No adverse patient effects were reported.